Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , air-in-line alarms, was not reproduced due to a constant "reload set!" Message. A review of the event history log revealed multiple "air-in-line!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor failing . The ultrasonic sensor requires replacement to address this issue. During evaluation the keypad did not function as intended. Pressing 4 and 7, displays 1; 5 and 8 displays 2; 6 and 9 displays 3. The keypad requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.